Event description:
On (B)(6) 2010, pt reported he was trying to retract the piston rod to change the insulin cartridge, but the piston rod will not retract completely. Pt stated the piston rod has been running for several minutes. Pt reported the infusion device displayed an e10 (cartridge error) after waiting for the piston rod to stop rewinding. Pt stated the black piece on top of the piston rod has come off of the piston rod. He reported this piece came off after the piston rod stopped retracting. Pt reported there is nothing obstructing the piston rod and the plunger is not stuck to the piston rod. He stated, "it sounded like something was going on". No insulin had been spilled in the cartridge compartment. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.